Event description:
Two probes purchased by respiratory dept failed. A third probe was purchased, it also failed. MFR has replaced all probes as they failed. MFR is also discontinuing probe and replacing with new design of probe. No pt injury occurred.